Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to noise. Patient was asymptomatic. No other lead anomalies were noted. Patient was stable before, during and after the procedure.